Event description:
It was initially reported by the physician that the patient was having swelling and pain at the incision site. Patient had developed an infection and the surgeon prescribed antibiotics. Blood work has been ordered for the patient and they were referred to infectious disease. Good faith attempts to gain more information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for generator prior to distribution.